Event description:
It was reported that upon deploying an embolization coil within an acute acom aneurysm, the coil prematurely detached partially within the aneurysm and the vessel. An attempt was made to retrieve the coil using an alligator retrieval device unsuccessfully. A solitaire stent was used to jail the coil in place. Add'l finished coils were deployed. No harm was reported. On (B)(6) 2012, no harm was reported to the pt. On (B)(6) 2012, the pt was reported to be stable. The pt will maintain on a regimen of aspirin and clopidogrel.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample could not be performed as a portion remains within the pt and the remainder of the device was reported to have been discarded. The root cause of this complaint can not be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.